Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was near 400 mg/dl at the time of the incident. The customer stated the alarm started in the middle of the night, ignored it and when he got up the message continues. The customer has been attempting to treat with a bolus but the alarm would occur after two units of insulin delivery. Customer reports the drive support cap appears normal. The customer could complete the pump rewind. The customer was advised to disconnect use of the insulin pump and refer the back-up plan provide by health care professional's instructions. The insulin pump was returned for analysis due to the multiple motor error alarms.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.